Event description:
Clinical study. It was reported that 1 day after a coronary drug eluting stenting treatment procedure, the pt expired of a retroperitoneal bleed. The lesion being treated was a 3.0 mm, 80% stenosed, non calcified, mildly tortuous distal left anterior descending (lad) artery lesion. The lesion was not predilated. The physician placed the taxus express2 8.8% 2.75 x 32 mm drug eluting stent. The pt left the cath lab and was reported to have suffered a massive retroperitoneal bleed post procedure, before discharge. An autopsy is being performed. In the opinion of the physician, there is no relationship between the taxus stent and the death.

Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was located in the distal cx with 80% stenosis and was 28mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with a 2.75x32mm taxus stent, with 0% residual stenosis following post-dilatation. Per source documents, limited right femoral angiography at the conclusion of the procedure revealed that the entrance point of the catheter was "slightly above the inguinal ligament." An 8-french angioseal was subsequently deployed to achieve hemostasis. The pt was observed for approximately 3 hours before transfer to the cardiovascular unit approximately seven hours post procedure, the pt developed abdominal pain and became hemodynamically unstable. A significant intraperitoneal/retroperitoneal hemorrhage was presumed. Due to persistent obtundation and hypotension, the pt was intubated. Per source documents, efforts at aggressive volume resuscitation included blood products via the right femoral vein, and approximately 4 liters of saline via the left femoral vein. The pt also developed ventricular fibrillation requiring defibrillation to restore sinus rhythm. The right external iliac artery was clamped above the injury site, the pt was stabilized and transferred to the operating room. Befoe surgical repair could be initiated, the pt developed brady-asystolic arrest and could not be resuscitated. Subsequent exploration of the artery revealed a small arterial puncture in the anterior wall just above the inguinal ligament. Per discharge summary, the case was reviewed by the medical examiner, who declined to perform an autopsy. Results of in-house autopsy are pending. In the opinion of the physician, the relationship of the event to the target vessel is "not involved."